Event description:
It was reported that the patient presented for routine explant of the implantable cardiac monitor. During the procedure the header became detached during removal. There were no patient consequences.